Event description:
Subsequent to the initial MDR, clarification was received on 9/25/2023. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) /2023. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred 2 days after the sensor had been inserted in the abdomen. The patient reported that when the cgm reading was 168 mg/dl, he self-treated with a shot of insulin and loss consciousness about 30 minutes later. The dosage of insulin was unknown, but the patient alleged that he overtreated with insulin due to an inaccurate high cgm reading. No blood glucose values from that time were known. There were no symptoms reported for the time of the event. As the patient did not show up to work his boss called his ex-wife and when she came over, she found the patient unconscious and called an ambulance. No treatment details by emergency medical services or the wife were specified, but it was stated that the patient was not brought to the hospital. At an unknown time during the event the cgm was reading 91 mg/dl and the blood glucose reading was 123 mg/dl. After the event, the patient felt normal. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) b5: describe event or problem - correction, g3: date received by mfg - additional information, g6: type of report - updated/follow-up, h2: type of follow up - correction/additional information, h6 codes: health effect - clinical code/ removed hypoglycemia FDA code:1912 - correction, h10: corrected data.

Event description:
Subsequent to the supplemental MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values 2 days after the sensor was inserted in the abdomen. The patient reported that when the cgm reading was 168 mg/dl, the patient self-treated with a shot of insulin and lost consciousness about 30 minutes later. The dosage of insulin was unknown, but the patient alleged that he overtreated with insulin due to an inaccurate high cgm reading. No blood glucose values from that time were known. There were no symptoms reported for the time of the event. As the patient did not show up to work, his boss called his ex-wife and when she came over, she found the patient unconscious and called an ambulance. No treatment details by emergency medical services or the wife were specified, but it was stated that the patient was not brought to the hospital. At an unknown time during the event the cgm was reading 91 mg/dl and the blood glucose reading was 123 mg/dl. After the event, the patient felt normal. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) b5: describe event or problem - correction, b6 relevant tests/laboratory data,inclu - correction, g3: date received by mfg - additional information, g6: type of report - updated/follow-up, h2: type of follow up - correction/additional information, h10: corrected data.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred 2 days after the sensor had been inserted in the abdomen. The patient reported that he took a shot of insulin and loss consciousness about 30 minutes later. The dosage of insulin and bg and cgm values at the time were unknown. There were no symptoms reported for the time of the event. As the patient did not show up to work his boss called his ex-wife and when she came over, she found the patient unconscious and called an ambulance. No treatment details by emergency medical services or the wife were specified, and it was not known if the patient was brought to the hospital. At an unknown time during the event the cgm was reading 91 mg/dl and the blood glucose reading was 123 mg/dl. After the event, the patient felt normal. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.